Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information provided noted that the light source had image issues and scope connection issues, b30 error, while preparing the device for use in a diagnostic colonoscopy. There was an unspecified delay noted and the procedure was cancelled as the customer did not get a loaner device until the next day and a few patients were rescheduled. There were no reports of patient harm. There is no indication that the patient was already in the room and anesthetized when the issue occurred. Additionally, the customer noted that the failure did not involve a patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had image issues. The issue occurred during the procedure. There were no reports of patient harm.